Manufacturer narrative:
Method: device not returned; followed up with company representative.

Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at level l1. During the insertion of the balloon into the vertebral body, the pt stopped breathing. The physician began the resuscitation process and the pt was stabilized. The kyphoplasty procedure was aborted. The pt was placed on bed rest overnight and the kyphoplasty procedure was successfully completed on (B)(6) 2010. The pt is doing well. The physician does not believe the event was related to a medtronic spine device. No additional info was reported.